Event description:
Foley bag was found to be leaking, leak is located behind urimeter at the seam.====================== manufacturer response for bardex i.c. Temp sensing infection control 350ml urine meter foley tray, bardex i.c. Temp sensing infection control 350ml urine meter foley tray (per site reporter)======================ongoing issue with this device.